Event description:
The customer reported that the 9800 system had a cine disk not available error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive, cine bridge board, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.